Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. The internal conductor wires were exposed. The conductor wire was not frayed or broken. The instrument passed the electrical continuity test. There was no fragmentation of the insulation. The complaint regarding a frayed cable was confirmed by failure analysis. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
Refer to h11 for follow-up information.